Manufacturer narrative:
Patient demographics info was requested but not available at the time of this report. Date of event - unknown/not provided. The account reported that a few patients had to be brought back to the operating room after seeing retained fragments post-op. Several attempts were made to obtain a definitive number of patients and their demographics however, no response was received from the account. Therefore, only 1 report is being submitted. If additional information is received regarding the amount of patients, additional reports will be submitted. Johnson & johnson surgical vision applications support manager (jjsv-asm) spent time with the surgeon, and reminded him that it is necessary to spend a little extra time removing viscoelastic to ensure there are not any pieces of cataract stuck in it. He seemed to be receptive and there have not been any additional issues regarding this matter. (B)(4). A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had perceived a higher instance of retained cortex or nuclear particles. Through follow up it was learned that doctor has had to bring a few patients back to the operating room after seeing retained fragments at their post-op visit. No additional information was provided.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Correction: section h4 device manufacture date - in the initial report the manufacturing date was submitted as july 26, 2021 however, the correct date is september 21, 2021. Device evaluation: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.